Event description:
It was reported that the patient presented for an implant procedure. During implantation of the right atrial (ra) lead, high pacing impedance and loss of capture were noted during testing. The ra lead was not used, and a new lead was implanted. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage.